Event description:
In this event it is reported that a c-pilot files cc+ steril broke during use. The outcome of this event is unknown as of this MDR. Further information requested. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Internal investigation has been completed by responsible department mc1, based on customer information (lot no.). No DHR issue. DHR was without fault. No changes in production. No product or unused files available for investigation. Root cause cannot be determined. Note: the complaint is registered and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.